Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. It was unknown whether the device had met relevant specifications. The product was used for urological care. Based on the evaluation the sample was unable to inflate and deflate due to a tear on the catheter shaft. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to user related (over aspirated or incorrect syringe or collapse lumen or sac close eye or valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex. (2) patients with known allergy to silver coated catheter."

Event description:
It was reported that the foley catheter balloon was difficult to deflate on the 3rd day after the placement. Per additional information received via email from the ibc on 04nov2021 it was confirmed that the user could not aspirate water from the balloon. The facility might use saline to inflate the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was difficult to deflate on the 3rd day after placement. Per additional information received via email from ibc on (B)(6) 2021, it was confirmed that the user could not aspirate water from the balloon. Similar to the previous complaint, the facility might use saline to inflate the balloon.